Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The irregular appearance was not able to be confirmed. The resistance with the catheter could not be replicated in a testing environment due to the condition of the returned guide wire. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a moderately tortuous, heavily calcified, circumflex stenting procedure, a balance middleweight (bmw) guide wire was advanced to the lesion. An attempt was made to load a non-abbott balloon dilatation balloon (bdc) over the guide wire, but the bdc would not advance past 1 inch from the proximal end of the guide wire. The bdc was removed and resistance was felt at the proximal end of the guide wire. The entire system including the bdc and the bmw guide wire were removed from the patient as one unit. On the bmw guide wire, approximately 1 inch from the proximal end of the guide wire, a bump was seen. With manipulation, outside the patients anatomy, the non-abbott bdc separated at the bumped area on the guide wire. The guide wire was cut to remove the bump and the same cut guide wire was re-inserted to the lesion. A new unspecified bdc and unspecified stent were able to successfully advance over the guide wire to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.